Event description:
The customer noticed smoke coming from the architect i2000sr analyzer with error code 8007 (board error) displayed in a pop-up screen. The analyzer was immediately powered off. There are no reports of injury or damage to the surrounding environment. A service call was initiated.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.